Manufacturer narrative:
Section b3: date of event is estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on (B)(6) 2023. Fsca number is pending.

Event description:
It was reported that patient had an unrelated procedure where the device was not placed in surgery mode. Subsequently, ipg became inoperable and could not communicate with external devices. Troubleshooting was attempted by an abbott representative to no avail. Surgical intervention may take place at a later date to address this issue.

Manufacturer narrative:
It was reported that patient had an unrelated procedure where the device was not placed in surgery mode. Subsequently, ipg became inoperable and could not communicate with external devices. Troubleshooting was attempted by an abbott representative to no avail. The ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additoinal information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored.